Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx drug eluting stent to treat a severely tortuous and severely calcified lesion exhibiting 90% stenosis located in the ostium of the right coronary artery (rca). There was no issue removing the stylette. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that the stent failed to cross the lesion and stent deformation occurred. The patient was reported to be alive with no injury.

Manufacturer narrative:
Image review: an image shows the distal and proximal section of an sds device and a shelf carton. The stylette is partially loaded in the device. Deformation is evident to the mid-section of the stent. The lot number reported on the luer of the device corresponds with the lot reported. If information is provided in the future, a supplemental report will be issued.